Event description:
The pt reportedly experienced sound quality issues and decrease of performance. Testing confirmed that the device was functioning. Surgery to explant the pt's device and reimplant with another device was scheduled.